Event description:
"Leakage in the tubing close to the connector caused leakage which was prior discovered before the operation by radiography". Follow up findings: leakage at or near port tubing connector. Device determined to be a taper 1 based on 2 pieces of information: date of implantation and serial number which was provided.